Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the sterile processing technicians had attempted to disassemble a screw removal instrument but were unsuccessful and broke the device. There was no patient involvement. This report is for a hollow reamer complete for 6.5mm & 7.0mm screws. This is report 1 of 1 for (B)(4).